Event description:
Report received form the USA stating that the device has an oil/fluid leak. The device was not being used during surgery. It is unk if injury or medical intervention occurred and the date of the event is unk as well. No additional information was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).